Event description:
It was reported that a patient, (B)(6) female, underwent a pulmonary vein isolation (pvi) procedure with a celsius ds catheter and a cardiac tamponade occurred which required a pericardial puncture. The patient¿s medical history is unknown. A pvi ablation was made. After a right flutter line was done first few ablations were done with a smart touch unidirectional f curve catheter and a smart touch unidirectional d curve catheter. Then a celsius ds catheter was used. After a burn, a steam pop was heard and few minutes after, the patient¿s blood pressure went down. A pericardial puncture was performed. A transseptal puncture was performed with the st. Jude medical brk-1. Sheaths used were the mobicath 8.5 fr, biosense sense webster preface sheath, mullen of medronic 8 fr. There were no other factors that might have contributed to the event. There were no error messages observed on the biosense webster equipment during the procedure. During the pvi isolation the act reached 360. The act was unknown during the flutter line. The patient did require hospitalization.

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. Concomitant products: smart touch unidirectional catheter model #: d-1336-01-s lot #: 17069371m smart touch unidirectional catheter model #: d-1336-02-s, lot #: unk_d-1336-02-s st. Jude medical brk-1 mobicath 8.5 fr sheath preface sheath model #: unknown lot #: unknown mullen of medronic 8 fr sheath (B)(6 ). (B)(4).